Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material inside the air water cylinder and channel of the device, but the type of the material or definitive root cause cannot be determined. The foreign material was presumed to have been caused by improper reprocessing due to leakage caused by a worn scope cover. The event can be detected/prevented by following the instructions for use which state: detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed during device evaluation that the air/water cylinder and tube of the gastrointestinal videoscope had foreign material. There was no patient involvement.